Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Eval only. No functional faults found. Unit passed all tests. Unit will be sent to long term hold pool. The repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the pump kept overfilling the fill chamber. Customer completed the procedure using a second pump. Procedure was prolonged for 2 minutes. No patient consequences. Device to be returned. Additional information received by mitek complaints on (B)(6) 2015 by phone: the sales rep confirmed the overfill was from the saline bag.